Manufacturer narrative:
(B)(4).this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements of 0 ohms. Commanded shocks performed prior to the 0 ohms shock impedance measurement were reviewed and the shock impedance measurements at that time were within normal limits. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) or a lead issue and suggested additional testing. Defibrillation threshold (dft) testing was done and resulted in another 0 ohms shock impedance measurement in the ra lead to can vector. A chest x-ray was done and found that the patient's subcutaneous array lead from another manufacturer was making contact with the case of their ICD. The physician temporarily reprogrammed the device to rv coil to can and planned to do additional dft testing with the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements of 0 ohms. Commanded shocks performed prior to the 0 ohms shock impedance measurement were reviewed and the shock impedance measurements at that time were within normal limits. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) or a lead issue and suggested additional testing. Defibrillation threshold (dft) testing was done and resulted in another 0 ohms shock impedance measurement in the ra lead to can vector. A chest x-ray was done and found that the patient's subcutaneous array lead from another manufacturer was making contact with the case of their ICD. The physician temporarily reprogrammed the device to rv coil to can and dft testing in this configuration was successful. No additional adverse patient effects were reported.